Event description:
It was reported that right atrial (ra) lead thresholds rose into a high range post-aortic valve replacement/coronary artery bypass. Sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the lead was capped and replaced as it was not capturing the atrium.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).